Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 10/19/2010 and the one (1) year warranty period has expired. As the device is at its end of life the customer elected to purchase a new video baton. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image appeared cloudy and intermittent. Reportedly the image issue occurred when the video baton cable is manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.